Event description:
When the device was used during a bowel resection procedure, the staples did not form at the distal end of the staple line. A new device was opened and the case was completed without incident.